Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. A comparison CT scan demostrated there was a type 1 endoleak and the proximal infrarenal aorta was ecstatic with marked angulation. The aneurysm measured 6.7 cm in maximum diameter which is slightly increased in size compared to the previous study approx 2 yrs ago where the aneurysm measured 6.2 cm. It was also reported the stent graft appears to be at least 1.5 cm between the proximal landing zone and the renal arteries, however, the endograft was patent. The iliac limbs of the endograft were sealed within the common arteries. Another MFR's stent was used to treat the endoleak. No additional clinical sequelae were reported.